Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries strangulation with perforation, adhesions, enterotomies, and additional surgery; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2008, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol marlex was implanted to repair the hernia defect. It s also alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent an additional surgery to repair the defected mesh. Patient had developed strangulation with perforation. During this surgery, extensive adhesions and enterotomies made it impossible for the surgery to be performed successfully. The patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression, and has undergone and will likely require in the further other forms of care and medical treatments.